Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause was not identified. However, the probable cause of the malfunction would likely be due to improper reprocessing. This could be attributed to leakage, as there was damage to the biopsy channel resulting in the loss of water tightness. The event can be detected and prevented by following the instructions for use: gif-170 series operation manual chapter 3 preparation and inspection; gif-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited whitish foreign material inside of the air/water tube and cylinder. There were no reports of patient involvement.